Manufacturer narrative:
(B)(4). The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that during the surgery the neck of the screw broke during screwing. The surgeon replaced with a new one.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: screw fracture. Review of event description: it was reported that during screwing the screw in, it broke underneath the neck. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: the fractured screw has been returned for an investigation. The fracture has occurred at the threads of the screw, below the screwhead. The threads show heavy signs of deformation, especially underneath the fracture of the distal part of the screw. These deformations have most likely occurred during removal of the fractured screwed. The torx of the screw head is also deformed. Microscopic analysis: the fracture surface as well as the torx have been analysed using the microscope. It was found that the fracture surface is damaged by the rotation. However, it resembles a force fracture. The torx of the screw head is damaged in the upper part, whereas the lower part shows no damage. This indicates, that the screwdriver has not been completely inserted into the torx. Review of product documentation: surgical technique: the surgical technique for the forefoot system has been reviewed. It mentions: the drill depth measuring gauge (ref 22.25.020) must be used to avoid damage of the threads and to ensure the correct drill direction for the locking screws. Only the appropriate instruments must be used to manipulate and handle the screws. Aostyle connection screwdrivers as well as screwdriver handles are provided. Manipulating the screws with inappropriate instruments may result in damage of the screws. The screws may become unusable. Damaged screws must no longer be used and must be replaced."manually insert the appropriate screw through the appropriate plate hole. - raw material certificate: the raw material certificate confirms that the material has met all specifications. Root cause analysis: root cause determination using rmw: breakage of implant due to lack of adequate strength: not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to inadequate design for intended performance: not possible: a systematic issue with design would have been detected as part of the issue evaluation assessment. Damage of implant / jammed implant (screw) due to wrong design of the various screws: not possible: a systematic issue with design would have been detected as part of the issue evaluation assessment. Plate does not mate with components due to lack of adequate design of mating components: not possible: a systematic issue with design would have been detected as part of the issue evaluation assessment. Malfunction, insufficient device performance or durability due to 1) user´s disregard of manufacturer´s recommendation 2) use error (slips,lapses, mistakes, reasonably foreseeable misuse) 3) abnormal use beyond risk control. Possible, as it cannot be excluded based on the available information. Excessive force might have been applied. The screwdriver might have been not completely inserted into the torx.. Failure of surgery due to wrong selection of components or use in combination with device outside the system: possible, as it cannot be excluded based on the available information. Dysfunctionality / malfunction of defective devices and instruments due to mishandling of device by user: possible, as it cannot be excluded based on the available information. Excessive force might have been applied. The screwdriver might have been not completely inserted into the torx. Implant damage due to insert the screw too hard: possible, as it cannot be excluded based on the available information. Excessive force might have been applied. Implant damage due to insert the screw too hard: possible, as it cannot be excluded based on the available information. Excessive force might have been applied. Conclusion summary: the fractured screw was returned for an investigation. The threads as well as the torx are heavily deformed. The review of the device history record and raw material certificate confirms, that the screw met all requirement to perform as intended. The damage of the threads have most likely occurred during removal of the fractured part of the screw. Analysis of the torx in the screw head has shown that the screwdriver was not completely inserted into the torx. This resulted in a damaged torx. Moreover, excessive force (e.g. By a power tool) might have been applied while inserting the screw, leading to the fracture of the screw. However, based on the available information, an exact root cause could for the fracture of the screw not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update.